Manufacturer narrative:
Manufacturing facility-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected from a smallbore bifuse extension set (non-baxter) which resulted in the patient not receiving IV flulids and medications for an undetermined amount of time. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.